Event description:
It was reported, that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 28mm in length, 4.0mm in vessel diameter, concentric de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Following predilatation, a 32 x 4.00 promus elite drug-eluting stent was advanced for treatment. The device failed to cross the lesion. And stent struts were damaged. The procedure was not completed, due to this event. No patient complications were reported. And that patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 32 x 4.00mm stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage. Struts in the proximal region were noted, to be lifted and bunched. The undamaged stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. And were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section, found no issues along the shaft polymer extrusion. No other issues were identified, during the product analysis. A2: age at time of event: 18 years or older.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 28mm in length, 4.0mm in vessel diameter, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. Following predilitation, a 32 x 4.00 promus elite drug-eluting stent was advanced for treatment. The device failed to cross the lesion and stent struts were damaged. The procedure was not completed due to this event. No patient complications were reported and that patient status was stable.